Event description:
Richard wolf reported that in 2008, during an endo lumber discectomy procedure, the electrode came out from the shaft and the insulation loosened between two tips, but did not fall off. The situation was noticed before the insulation fell off and the electrode was replaced. The same thing happened with the second electrode. There were no reported pt injuries.

Manufacturer narrative:
The product was discarded before it could be returned. Initial investigation indicated that if insulation separating from the electrode fell off, it would be removed through normal irrigation and is not likely to pose a safety risk. Testing was conducted on rep devices from 8 lots (including the lot in questions). Functional testing included conditions of use far beyond what we expect to see in actual procedures and no separation occurred. Add'l testing by our contract manufacture showed that the only evidence of insulation not present between electrodes occurs when the dtf-40 is resterilized with a chemical sterilant. Add'l medical opinion received on 11/18/2008, indicates that this is not always the case; therefore, ellman is submitting this report.